Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or if treatment occurred. At the time of this report, the outcome of the event was not reported. Additional information was requested, but is not available at this time.